Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. After disassembling the parts we found some heavy stress marks at the forefront of the inner shaft and it is slightly bent. This let us suppose that a mechanical overload, par example by too much lateral stress, caused the complained malfunction. However, based on the provided detail the exact cause of this occurrence cannot be determined. The present holders were analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings, we conclude that the cause of failure is not due to any manufacturing non-conformances.

Event description:
Holder cannot disassembled. This is report 1 of 1 for complaint (B)(4).